Event description:
Heartware implant (B)(6) 2017. Pt presented this admission to the emergency dept due to altered mental status on (B)(6) 2019. CT head on arrival demonstrated a new acute ich with severe right side deficits. Neurosurgery was consulted. Pt's inr on admission was 2.4 as pt was anticoagulated with warfarin. Warfarin was placed on hold and reversed with vitamin k and kcentra. Craniotomy and evd was placed by neurosurgery (B)(6). Pt intubated on (B)(6) for surgery. Pt extubated (B)(6). During his hosp course, pt continued to have large amounts of drainage. Csf culture (B)(6) positive with gnr and marked increase in wbcs. Antibiotics were started. On (B)(6) 2019 evening the pt abruptly had low flow alarms from lvad with minimal pulsatility. Pt's wife was updated and the decision was made to change the pt to status dnr 5 and provide comfort measures. Lvad support was withdrawn and the pt passed away on (B)(6) 2019. Cause of death stated to be chf.